Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using pump supplies up to 3 days. Customer was instructed to change trusteel infusion sets every 2 days per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 129 mg/dl.